Event description:
Very first endostapler reloads blades didn't go down all the way. According to dr., he had to cut extra 3" bowel to compensate the stapler malfunction and there will be no permanent harm to the patient.